Event description:
Customer reported an issue concerning bluetooth software support through a form submission, but no pump serial number or event date was provided. There was no reported impact on blood glucose level. Technical support attempted a follow-up but did not reach customer and left a voicemail. No additional product or event information was available.